Manufacturer narrative:
(B)(4). Submitting MDR as it is due in 5 days. Product line will be updated accordingly in a supplemental once triggered.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.